Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results while performing a correlation study between inratio and an alternate poc device. Results as follows: date: (B)(6) 2014, inratio: 1.9, poc: 6.2, lab: 5.7. Venous blood sample was collected after performing the poc finger stick. Therapeutic range: unk.